Event description:
The user facility in (B)(6) reported the tip broke off of the instrument during a surgical procedure. The surgery was delayed; however is it unk how long. There was no pt injury.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is rec'd.